Event description:
Account reports they are experiencing low results that repeat high for patient sodiums. The incorrect results have have not been used to guide patient therapy. The field service representative repaired the instrument by replaceing the sample probe and tubing.